Event description:
It was reported that during the index procedure on (B)(6) 2011, a non-abbott stent was implanted in the proximal left anterior descending artery (lad). The patient was discharged the same day. On (B)(6) 2011, the patient developed angina and shortness of breath. Thallium scan was positive for ischemia. Angiography revealed a 90% proximal stenosis of the lad, a 90% 2nd diagonal artery stenosis, and the previously stented segment was patent. On (B)(6) 2011, pre-dilatation was performed and a 2.5x23 promus stent was implanted in the mid left anterior descending artery (lad) with 0% residual stenosis, and a 3.0x15 promus stent was implanted in the proximal lad. Intravascular ultrasound (ivus) revealed poor wall apposition of the proximal 3.0x15 promus stent within the aneurismal segment. Post dilatation was performed using a non-abbott balloon with 0% residual stenosis. The event was considered to be resolved and there was no adverse patient sequela or significant clinical delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Device evaluation: it is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the review, no product deficiency was identified.

Manufacturer narrative:
(B)(6):during processing of this complaint, attempts were made to obtain complete event, patient and device information.indication for use.the stent remains in the patient. The lot number was provided. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Angina, nausea and restenosis are listed as foreseeable events in the rx promus instructions for use.

Event description:
Subsequent to the previously filed medwatch reports, additional reported information indicates that on (B)(6) 2013, the patient presented with atypical chest pain, but was ruled out for acute coronary syndrome. Patient was treated with medication and discharged the same day. Per the investigator, the event was progression of coronary artery disease. On (B)(6) 2013, the patient presented with mid-sternal chest pain associated with diaphoresis and nausea. The patient was diagnosed with unstable angina and cardiac catheterization was recommended. At the time of the event, the patient was on aspirin and clopidogrel. Coronary angiography revealed mild end-stent restenosis of the 3.0x15 promus in the proximal left anterior descending artery ,75% mid stenosis (new lesion); 60% distal stenosis towards the apex; 90% stenosis in 1st diagonal. Target vessel revascularization was performed on (B)(6) 2013 in which the left anterior descending(lad) artery was treated with direct stent placement using a 2.50x16 non-abbott stent with 0% residual stenosis. The 2.5x23 promus stent previously implanted in the mid lad was reported as patent. On (B)(6) 2013, the event was considered resolved without residual effect and the patient was discharged on the same day on aspirin and clopidogrel. No additional information was provided.